Manufacturer narrative:
E1: initial reporter facility: (B)(6) medical center, (B)(6) hospital. E3: other occupation: intermedic senior hcis technical specialist. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user experienced a delay in data synchronization between the station and the server. However, there were no delays or adverse events or injuries reported based on this event.